Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the 30 degree endoscope plus failed to rotate 180 degrees. The endoscope rotation mechanism was defective. The customer swapped to a 0 degree endoscope to resolve the issue. The technical support engineer (tse) found error 23003 indicating a rotation issue on arm 2 of the patient side cart (psc). The tse asked the customer to rotate the 30 degree endoscope plus manually. The rotation was bumpy and not smooth. The procedure was completed with no reported injury. There was a procedure delay of less than 15 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus instrument was analyzed and reported complaint was confirmed. The 30 degree endoscope plus failed to rotate 180 degrees during in-house testing. Failure analysis confirmed motion checker (aea) bearing friction and camera instrument adapter issues.